Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 300296 and lot number 2210122. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation; however, the retained samples did not display any signs of leakage. It is possible that the reported leakage resulted from damage to the plunger component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that the bd discardit¿ ii syringe experienced leakage. The following information was provided by the initial reporter, translated from finnish to english: leakage

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe experienced leakage. The following information was provided by the initial reporter, translated from finnish to english: leakage